Manufacturer narrative:
This is one of seven manufacturer reports being submitted for this case. Please reference related manufacturer report nos: 2015691-2020-15171, 2015691-2020-15175, 2015691-2020-15183, 2015691-2020-15188, 2015691-2020-15190, and 2015691-2020-15192. Citation: okuno, taishi, et al. "Impact of left ventricular outflow tract calcification on procedural outcomes after transcatheter aortic valve replacement." Cardiovascular interventions 13.15 (2020): 1789-1799. No information regarding the reason for the valve in valve procedures was provided. A supplemental report will be submitted in accordance with 21 cfr 803.56 when and if additional information becomes available. In this case, the valves are not available for evaluation; however, there was no indication or allegation that an edwards device malfunction caused or contributed to the events. The reason for the patients requiring valve in valves is not available at this time. There is insufficient information to determine if the event is related to a device malfunction. Due to insufficient information provided, a root cause cannot be confirmed. It is possible that patient factors and co-morbidities may be contributing to the patient¿s planned valve in valve procedure. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required.

Event description:
As reported by the edwards (B)(6) affiliate, a review of the medical article: "impact of left ventricular outflow tract calcification on procedural outcomes after transcatheter aortic valve replacement" was performed. All patients underwent tavr between august 2007 and june 2018. During this study period, balloon-expandable valves: sapien, sapien xt and sapien 3 were used and tavr was performed via transfemoral approach. Five (5) patients received sapien 3 valve and a bail-out valve in valve was performed.